Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are also unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by mother that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 446 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, excessive vomiting, dehydration and the presence of ketones. The patient was treated with intravenous insulin and was released after spending 2 days in the hospital. The pod was removed at the hospital and was discarded. Upon pod removal, it was discovered that the pink slide did not move forward as intended; this indicates that a needle mechanism failure occurred.